Event description:
On (B)(4) 2012 the tenaculum forceps instrument was returned without a receiving any prior complaint information. The customer was contacted to gain additional information, however no further information has been provided.

Manufacturer narrative:
No reason for return was provided. A complaint cannot be confirmed or denied. Additional observation not reported by site is a broken cable. The pitch up cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.